Event description:
It was reported that during a routine pump replacement the day of the report the hcp tried to aspirate the catheter from the cap and was unable to. The reporter was not sure at the time of the report if the hcp was going to revise the catheter but it was discussed. The reporter also stated that the patient¿s family had mentioned that there were no volume discrepancies but did not have a complete history at the time of the report. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the catheter issue was confirmed as they were unable to aspirated both the cap and the catheter once disconnected. The location of the issue was just proximal to the anchor. The entire 8709sc catheter was replaced with an 8781 catheter. It was noted that no other troubleshooting was done. The device would not be returned as the hospital would not release them. The reporter did not see the patient's in clinic so did not know how the patient was doing at the time of the report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j0056604r, implanted: (B)(6) 2001, product type catheter. (B)(4).